Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be performed, as the correct lot number could not be obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device would not work. It would not activate. A new kit was used to complete the procedure. There were no pt effects. The lot number is not available. The product was discarded.